Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the myopotential oversensing event was sensed by the device.

Event description:
It was reported that during a follow up in clinic, myopotential oversensing was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were observed. The device was reprogrammed to resolve the event. The patient was in stable condition.